Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, physical stress was applied during user handling which caused the charged-couple device (ccd) unit to be damaged. The damaged ccd likely caused image issues. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis lucera elite bronchovideoscope had no image when connected to a light source device. The event occurred during preparation for use in a therapeutic procedure. The procedure was completed using a similar device. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to damage of the charged coupled device (ccd) unit. Additional findings were as follows: due to damage of ccd unit e216 (scope communication error) occurred; adhesive on bending section cover had a chip; suction connector was sticky due to water leakage; scope connector cover was sticky due to water leakage; due to wear of angle wire, bending angle in up direction did not meet the standard value; connecting tube had a dent; connecting tube had a scratch; and angulation lever was deformed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.